Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the transmitter had been in use for longer than 6 months. The customer declined to provide further information to tandem technical support.